Event description:
Guidewire for colon decompression set started stripping the rubber off when attempting to be removed from the catheter. The catheter was kinking. After using a hemostat, the surgeon was able to remove the guidewire and the catheter placement was successful. Manufacturer response for 14fr colon decompression set, cook (per site reporter). They told them to prep with water and ky.